Manufacturer narrative:
Based on the additional information obtained, the failure mode was due to endocarditis. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of one (1) year, and four (4) months due to endocarditis (mrsa). The explanted valve was replaced with a 23mm 11500a aortic valve. Per medical records, the patient presented with fever and fatigue. Tee on (B)(6) 2026, showed prosthetic av with vegetations and significant ascending aortic psuedoanuerysm. Blood cultures positive for mrsa. The patient underwent redo-avr with 23mm inspiris valve, ascending aorta and hemiarch replacement with 26mm graft. The patient transferred to ICU in stable condition and was discharged on pod#16.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts have been made to obtain product for evaluation. No device was returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of one (1) year, and four (4) months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.